Event description:
Pt was admitted to the hospital with colon cancer (metastasis), shortness of breath, fatigue, weight loss, fever, and emphysema. Vancomycin and merrem were prescribed. Test results in 2002 produced an elevated creatinine result (2.9 mg/dl) and an elevated bun result (36 mg/dl), although quality control was within range. Other analyte results are unknonw. The pt was administered more fluids, vancomycin was discontinued and merrem dosage was lowered. The following day, creatinine result was inconsistent (1.1 mg/dl); repeat on this sample gave 1.1 mg/dl as well. The sample was also repeated and creatinine result was 1.1 mg/dl. The creatinine result was corrected to 1.1 mg/dl. Vancomycin was restarted and merrem was increased to original dosage. In 2002 pt went into respiratory arrest and expired. The customer does not believe that the modification in treatment (1st paragraph) due to the erroneous creatinine result was a contributing factor in the pt's death.